Event description:
It was noted during customer testing that the power indicator does not light up. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.